Manufacturer narrative:
The manufacturing location for this product is (B)(6). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 50 ml bd¿ syringe with 18g needle leaked medication between the syringe and tip.

Manufacturer narrative:
Correction: describe event or problem: it was reported that eight 50 ml bd¿ syringes with 18g needle leaked medication between the syringe and tip. Investigation summary: 9 samples were returned to sbdm, lot number being 1807123. Sbdm noticed there is leakage on the barrel tip. Device history record review for lot 1807123, no abnormality was observed. Sbdm reviewed customer complaint record for same product, there was no same issue from other customers. Retention samples were also tested. Investigation conclusion: sbdm conducted water leak test on the 9 pcs returned samples, 5 of the samples was leaking, and the affected barrels was from cavity no 3. Sbdm conducted air pressure leak test on the 9 pcs returned samples, 5 of the samples was leaking, and the affected barrels was from cavity no 3. Sbdm conducted air pressure leak test (0.73 mpa) for house samples manufactured between 02 jul to 26 oct 2018. A total of 24 batches, each 25 pcs were tested. The tested samples includes barrel cavity no 3, in which sbdm inspected carefully. Results was all 24 lots, no leakage was detected. Root cause description: based on investigation, the likely cause of the leakage was caused by tip damage to barrel cavity no 3. This was attributed to the ejector of syringe barrel mold was pushed out so hard that it damaged the complaint barrel tip part, subsequently causing the leakage at the tip which end customer experience. Rationale: corrective actions: sbdm conducted quality training on this customer complaint for syringe manufacturing line and injection molding line workers and quality inspectors. Sbdm strengthen process inspection of syringe molding manufacturing line as well as syringe assembly line and keep monitoring of the processes to see if the same type of compliant occurs again. Sbdm inspected 1,200ea of 50ml barrels and there was no leakage. Sbdm adjusted rest molding condition especially on ejection pressure (from 90 to 80) and ejection speed (from 85 to 75) of the molding machine in order not to touch with molding parts. Sbdm conducted inspection of all cavities under changed injection condition for syringe 50ml barrel, (12 shots per day from 20th nov to 22nd nov 2018y) there was no leakage after changing injection work condition.

Event description:
It was reported that eight 50 ml bd¿ syringes with 18g needle leaked medication between the syringe and tip.